Event description:
It was reported that during an attempted implant, the physician was unable to fix the lead to the target position. Upon removal from the patient, the physician noted that the lead's head contained myocardial tissue which may have attributed to the fixation difficulties. The lead was removed and a new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).